Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 566mg/dl at the time of the incident. The customer reported that her blood glucose has been high due to a bent cannula. The customer stated it seemed the infusion set seems to not have inserted properly. The customer stated she has been having issues with the infusion sets. The customer wants to have the infusion set replaced because she feels this infusion set is defective. The customer declined to troubleshoot for high blood glucose as she knows it's because of the bent cannula. The customer took a manual injection of lantance and humalog. The insulin pump will not be returned for analysis.